Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "keypad keys not working," which was confirmed and reproduced during evaluation. Evaluation experienced the 8 and 9 keys not outputting when pressed, with an automatic output of the #9 key when a functional key was pressed. The cause was determined to be a failed keypad, which was replaced. (B)(4).

Event description:
It was reported that a spectrum pump had its "keypad keys not working," which was clarified during baxter's evaluation as a repeated/duplicate keypad output. It was also reported there was no patient injury.